Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged when removing the case from the pump multiple times. There was no reported adverse impact to the customer's blood glucose (bg) level for the past events; current bg was 206 mg/dl.